Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? What type of procedure was the device used in?

Event description:
It was reported that during an unknown open surgery, the jaws did not open. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? No information. Did the jaws eventually open? No information. What type of procedure was the device used in? An unknown open surgery. No further information will be provided.